Event description:
A customer contacted beckman coulter regarding erroneously low digoxin (dig) results that were generated by the access 2 instrument. A patient sample was tested for dig and a result of 1.4ng/ml was obtained. The primary tube of the original sample was re-centrifuged and then the sample was re-tested for dig; the result was 1.05ng/ml. The result of 1.05ng/ml was reported out of the lab. On the same day, the customer tested the original sample on the abbott axsym system for dig and obtained 2 higher results (2.36 and 2.53). The next day, the original sample was tested for dig on a different instrument in the customer's lab and a result of 2,83ng/ml was obtained. The customer tested the original sample for dig once more on the access 2 instrument and the result was 2.56ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the specifications prior to and after the event. In the initial ran the specimen was sampled from an insert cup. It is unclear what sample type was used by the customer for dig analysis. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced: wash, precision and substrate pumps, dispense probes, pipettor tip and mixers. The fse verified the instrument performance per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.